Manufacturer narrative:
The tracheal cuff would not hold pressure during intubation. This would cause an interruption in patient therapy delaying intubation.

Event description:
Cracked cuff valve. "This incident occurred last weekend. It was reported to me that the endotracheal tube cuff was not holding pressure. The patient was subsequently re- intubated with a different tube (same size and lot#) and the second cuff was again, not holding pressure. After examining the valve on both tubes it was noted that either the valve or pilot balloon were cracked. The anesthetist inflated the balloon and occluded the pilot line to keep the cuff inflated. This was a very unusual occurrence. I was not present, but assume it was rather a manufacturing defect than damage from handling." Has occurred multiple times and twice on one patient. Tubes tested fine but failed on patient.

Manufacturer narrative:
The tracheal cuff would not hold pressure during intubation. This would cause an interruption in patient therapy delaying intubation. The complaint of "cuff not holding pressure. "Regarding part h-pfhv-70 was not confirmed. The root cause was not determined. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been no other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
Cracked cuff valve. "This incident occurred last weekend. It was reported to me that the endotracheal tube cuff was not holding pressure. The patient was subsequently re- intubated with a different tube (same size and lot#) and the second cuff was again, not holding pressure. After examining the valve on both tubes it was noted that either the valve or pilot balloon were cracked. The anesthetist inflated the balloon and occluded the pilot line to keep the cuff inflated. This was a very unusual occurrence. I was not present, but assume it was rather a manufacturing defect than damage from handling." Has occurred multiple times and twice on one patient. Tubes tested fine but failed on patient.